Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) received an email from the customer in which they reported that after discussing the reported issue with the cath lab staff, specialty clinical educator, they don¿t believe there was a problem in administratively closing out the service order. They also reported that the iabp unit did not appear to malfunction, and that the reported issue appeared to be due to user error. The getinge stm reported that the customer assessed the reported failure to user error and that the service was completed. Full event site name: (B)(4).

Event description:
It was reported that while supporting a patient with a sensation plus balloon on a cs300intra-aortic balloon pump (iabp) in ICU that the iabp switched to semi and will not allow them to switch to auto, acts like button is inactive. The iabp will change out pumps when one becomes available and send this one to bio-med for evaluation. There was no harm or injury to patient and no adverse event was reported.